Event description:
Safety mechanism failed resulting in a needlestick injury.

Manufacturer narrative:
Without a sample being returned for an investigation, it is not possible to determine the root cause of the reported incident. A review of our records indicated that this is the first reported incident on the returned product lot number.